Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2010 at 10:12am she obtained blood glucose readings of "475, 103 and 56 mg/dl" with the subject meter, performed greater than 20 minutes apart from each other. The patient claimed that she took an additional 23 units of humalog insulin in response to a result obtained with the subject meter. 25 minutes later, the patient reported that she began to sweat profusely, became mentally confused and was "nodding." The patient stated she treated herself with a glucagon injection at 11:00am that same morning. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.